Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test, flow transducer test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. The ventilator was investigated at site by our field service engineer (fse). It was reported that the ventilator failed puc tests (internal leakage, pressure transducer, safety valve and flow transducer test failed). Control circuit board was found defective and required replacement. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.